Manufacturer narrative:
Investigation of the complaint is ongoing. No further information was provided.

Event description:
During a cataract procedure in (B)(6), a surgeon requested a beaver® xstar safety slit knife 1.4 mm 45° bevel up however, a 2.8 mm blade was provided and used resulting in a larger incision. Use of a larger blade required a suture at the end of the procedure, to close the wound. It was alleged that package label stated 1.4mm however, a 2.8mm blade was used.